Event description:
During a coronary stent procedure, the physician encountered crossing difficulties while attempting to direct stent a mid rca lesion, the physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. While attempting to retract, some resistance was noted. During removal the stent dislodged on the wire in the femoral artery. The undeployed stent and wire were removed with a snare. Another express2 was used to successfully complete the procedure. No patient complications occurred.